Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -6.5/+1.0/102 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. The surgeon reports "pupil expanded and not constricted (abnormal pupillary mydriasis)." Surgeon also reports intraocular injections of "sanpilo (pilocarpine hydrochloride)" and states that corneal edema is "observed at pupillary mydriasis treatment." The surgeon reports that during a follow-up visit, the icl was removed as he thought the icl possibly was not allowing the pupil to constrict. However, upon removal there were no irregularities found on the icl so it was "implanted again." On (B)(6) 2017 the lens was finally explanted and reportedly the pupil did not constrict after explant. No additional information is available as of the time of MDR submission.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (red and clear residue on lens) and the lens missing a piece of haptic. (B)(4).